Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the fault code 1003 and the warning message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific for further evaluation. A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time the battery has a limited reserve capacity and therapy delivery may become compromised in a matter of days. Prompt replacement is recommended. The device has been explanted and no additional adverse pt effects were reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.051 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.